Event description:
It was reported that the target lesion was a chronic total occlusion (cto) with heavily calcification, located at the bifurcation of the distal circumflex artery (cx) and a marginal branch. The cto completely blocked the side branch and two whisper guide wires were attempted to cross the target lesion. However, due to the heavily calcified anatomy, neither of the two whisper guide wires were able to cross the lesion. The third whisper guide wire was able to cross the target lesion, again with resistance, and a non-abbott guide wire was placed as a support wire. A 2.0 x 10 mm non-abbott balloon was used to dilate the cto and the vessel lumen was opened. The whisper guide wire was then retracted. During retraction, without any resistance noted, the guide wire separated 7 cm from the distal end, leading again to full closure of the reopened cto. The physician stated that he had been very careful when retracting the guide wire. No attempts were made to remove the separated section of the guide wire, as the physician does not think that the separated portion can be removed. Due to the patient's very high age, the patient will only receive medication and no surgical intervention will be performed. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Dilatation catheter: pantera 2.0 x 10 mm. Guide wire: graphix. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.